Event description:
As reported: this was a percutaneous ventricular assist device (pvad) catheter removal. The 14fr depth locator was used after the pvad and sheath were removed. Manta was inserted within indication. It appeared that the physician pulled the manta device too far out before deploying anchor. The physician stated there was still 0.5cm available. The teleflex representative recommended to remove device before deploying. The manta was deployed in the tissue tract. A balloon was then inserted through the contralateral side and inflated to tamponade the arteriotomy. The balloon was inflated for 10 min. The access site was sealed after the balloon angioplasty. Contrast injection was performed to verify hemostasis. Additional information on (B)(6) 2022: access was unknown for a percutaneous ventricular assist device (pvad) removal procedure due to sheath already in place in right central cfa. The right cfa measured 7mm and no vessel calcification or tortuosity was reported. Manta depth was measured at 4+1cm. During the pvad removal procedure, it was reported that the skin kept grabbing the sheath when retracting as if the arteriotomy needed to be bigger or had scar tissue. The movements on retraction were jerky due to the skin friction. The manta was deployed past the measured depth resulting in a tissue tract deployment. Hemostasis was achieved within 10min after angioplasty. Patient was reported as fine post procedure.

Manufacturer narrative:
An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted upon completion of the investigation.

Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a percutaneous ventricular assist device (pvad) removal, a 14f manta was deployed for closure in the right common femoral artery. This was the physicians first case using manta. A central positioned access was gained, however, unknown as to how it was achieved due to the sheath already was in place; and it is also unknown as to what type of sheath it was. Depth location was performed post-procedure and the manta closure device was inserted within indication. The arteriotomy was 7mm, no calcification or tortuosity, with a depth measurement of 4cm + 1cm. Issues were encountered advancing and withdrawing the procedural sheaths. The skin continued to adhere to the sheath while retracting. The access hole seemed to be too small, or scar tissue could have been present. The movements on retraction were arrhythmic due to the skin friction. During deployment, the physician pulled the manta device to far out prior to deploying the anchor. The physician acknowledged there was still 0.5cm available. The proctor present acknowledged the device was pulled back too far and advised the physician to remove the device prior to deploying; however, the physician continued deploying manta past the measured depth. A post-angiogram revealed the manta was deployed in the tissue tract. Contralateral balloon inflation was applied to tamponade for ten minutes. The access site was sealed, and contrast injection verified hemostasis. The IFU states in the procedure requirements, the manta closure must be deployed using the manta sheath provided in the manta package. Do not substitute any other sheath. If the manta closure does not deploy properly in the artery and hemostasis is not achieved, the closure and all absorbable components may be removed from the patient if medically necessary. Step 4: position device, before deploying the device and releasing the anchor, position the manta closure and sheath according to the deployment depth noted in step 1: arteriotomy locating procedure. Grasp the manta delivery handle and slowly withdraw the manta closure and sheath until the depth marking appears that corresponds to the deployment depth noted during step 1. The manta closure is now in deployment position and ready for anchor release. Note: do not re-advance the manta closure and sheath deeper into the vessel if they are withdrawn past the deployment depth. If this occurs prior to rotating the lever, remove the entire system and open a new device.